Manufacturer narrative:
The product was not returned for evaluation. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Potential adverse events in the labeling with the indigo system include, but are not limited to, hematoma or hemorrhage at the site, distal embolization, emboli, vessel spasm, thrombosis, ischemia, including death.

Event description:
The patient was undergoing a thrombectomy procedure in the common iliac artery using indigo system aspiration catheter 7 (cat7), lightning aspiration tubing (lightning), and a non-penumbra sheath. During the procedure, the physician advanced the sheath up and over the aortic bifurcation. Then, the physician advanced the cat7 to the target location through the sheath. Next, the physician completed five passes using cat7 and lightning in the common iliac artery. Subsequently, some clot had moved into the popliteal, therefore, the physician performed additional five passes in the popliteal artery with the same cat7 and the same lightning. After completing the five passes in the popliteal artery, the cat7 was removed from the patient and was noted to be kinked in the middle. Therefore, the cat7 was not used for the remainder of the procedure. The procedure was completed using a new cat7, the same lightning, and the same sheath.